Event description:
It was reported that the ilet touchscreen fractured after the user fell during a hockey game, rendering the screen unusable and leading to trouble using the device; the device was not synced prior to shutdown, blood glucose was affected with a highest value of 220 mg/dl, and the relevant device component was the touchscreen. Symptoms included hyperglycemia. Outcomes included no health consequences or impact and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.